Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The system passed the system checkout and was found to be fully functional. The computer 9734477 rollingstone embedded (lot# 1944352) was returned for analysis. Analysis found that the computer booted normally to the application screen. There were no errors with the seatools long test or the memtest86. The computer passed phd testing on 2018-jan-30 and the system passed systest and all refurbished requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being prepared the day before a procedure. It was reported that the system was booted and became unresponsive at first. The system rebooted and then it became unresponsive in the medtronic logo screen. Finally the system became unresponsive in the unix screen. It was noted that the system did not boot. A manufacturing representative (rep) went to the site to check the system and it was confirmed that the fan started and came down multiple times. The system stopped at no input and the situation did not change, so the computer was replaced. There was no patient involvement.